Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of potassium. At 05:22, potassium chloride 40 meq in 0.9% nacl 500 ml ivpb administered. The intended infusion rate was 125 ml/hour. A new bag was hung at 6:49 and the clinician noticed 182 ml was documented as infused but the bag was empty. There was patient involvement, but no harm.

Event description:
It was reported there was an over infusion of potassium. At 0522, potassium chloride 40 meq in 0.9% nacl 500 ml ivpb administered. The intended infusion rate was 125 ml/hour. A new bag was hung at 6:49 and the clinician noticed 182 ml was documented as infused but the bag was empty. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-14889 is a concomitant. Please refer to manufacturer report number2016493-2026-14268, which captured the correct suspect device per investigation report.